Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 8mm 90 bx 450 mo separated from the hub during use. The following was reported by the initial reporter;: "it was reported that the needle hub separated and stayed inside of the shield. Verbatim: consumer reported needle hub separated and stayed inside of the shield."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned one syringe with a pouch labeled for 0.3ml, 31 gauge, 8mm syringes from lot 0090638. The syringe has had its needle shield and hub separated from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch # 0090638 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pull. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.3ml 8mm 90 bx 450 mo separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated and stayed inside of the shield." Verbatim: consumer reported needle hub separated and stayed inside of the shield."